Event description:
Edwards received information that grade iii regurgitation has been observed shortly after implant of this bioprosthetic valve. Echo data (stop motion), which was taken in (B)(6) 2013 at postoperative outpatient follow-up, were provided. The valve will not be returned for evaluation as it remains implanted. No additional patient or device information has been provided.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. The device will not be returned for evaluation because it currently remains implanted. No information has been reported that the device has been explanted or that there are plans to explant the device. No patient medical history has been provided. Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. If the regurgitation worsens or becomes symptomatic, reoperation may be necessary. The echocardiography provided failed to conclusively determine the source and degree of regurgitation but indicated the regurgitation was more that moderate. The type and cause of regurgitation varies depending upon multiple factors. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to procedural related issues and is unrelated to the device. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing perivalvular or central leaks by providing more efficient hemodynamics and longer tissue durability.